Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, 2314 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, 2314 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("the right cornu contains a 4 mm portion of metal protruding from the surface but is sovered by serosa, benign secretory phase endometrium containing metal coiled"), device breakage ("myometrium and serosa: scattered foreign body giant cells containing 'metal fragments with associated (essure coil) at right cornu") and uterine perforation ("the endometrial tissue is soft and tan and contains a essure coil on the right side near the cornu that measures 2cm. The coil continues into the myometrium towards the cornu where it protrudes from the serosal surface") in a 37 year-old female patient who had essure inserted (lot no: b21581) for female sterilisation. The patient had a medical history of sleep apnea, asthma, eczema, parity 2, gravida ii, pelvic pain and abnormal uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, 2314 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced device breakage (seriousness criterion medically important) and uterine perforation (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of embedded device was unknown. The reporter considered device breakage, embedded device and uterine perforation to be related to essure administration. The reporter commented: three to four trailing coils outside of the tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: preliminary fluoroscopic images shows a metallic wire essure device situated, one to the right and one to the left of midline, subsequently dr. Ransom placed a cervical tenaculum and after cleansing of the vagina and cervix, placed a soft tipped balloon up catheter in the cervical canal into the uterus. There was some difficulty designing the contrast within the endometrial cavity. The uterus is slightly tipped lo the right but we are able to obtain satisfactory filling of the endometrial cavity, however. The fallopian tubes appear occluded bilaterally, and the essure metallic devices appear appropriately positioned impression; it appears that the fallopian tubes are bilaterally occluded by the essure devices. [Pathology test] on (B)(6) 2019: gross examination: left essure coil, and consists of a portion of a meatal coil that measures approximately 1.5 om in length and 0.2 cm in diameter. Both ends are uncoiled wire. There 1g a small amount of attached tan tissue on the coil, a detached portion of tan tissue is also received and measures 1,8 x 0.5 2 0,3 cm. This portion is sectioned revealing an additional fragment of the essure wire. The right cornu contains a 4 mm portion of metal protruding from the surface but is sovered by serosa. The endometrial tissue is soft and tan and contains a essure coil on the right side near the cornu that measures 2cm. The coil continues into the myometrium towards the cornu where it protrudes from the serosal surface. [Ultrasound pelvis] on (B)(6) 2019: endometrial thickness is normal. Right essure device centered at the right cornua.; on (B)(6) 2019: two essure devices are present. The left device was visualized on prior ultrasound. Localization of the device is uncertain based on radiograph. CT could be considered for further characterization, if appropriate. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: essure micro-insert embedded, device breakage. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: mr received : lot number added, event-"medical device removal updated to essure micro-insert embedded" device breakage added. Reporters information patient medical history and surgical pathology reports were added. Rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("the right cornu contains a 4 mm portion of metal protruding from the surface but is sovered by serosa, benign secretory phase endometrium containing metal coiled,"), device breakage ("myometrium and serosa: scattered foreign body giant cells containing 'metal fragments with associated (essure coil) at right cornu") and uterine perforation ("the endometrial tissue is soft and tan and contains a essure coil on the right side near the cornu that measures 2cm. The coil continues into the myometrium towards the cornu where it protrudes from the serosal surface") in a 37 year-old female patient who had essure inserted (lot no: b21581) for female sterilisation. The patient had a medical history of sleep apnea, asthma, eczema, parity 2, gravida ii, pelvic pain and abnormal uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, 2314 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced device breakage (seriousness criterion medically important) and uterine perforation (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of embedded device was unknown. The reporter considered device breakage, embedded device and uterine perforation to be related to essure administration. The reporter commented: three to four trailing coils outside of the tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: preliminary fluoroscopic images shows a metallic wire essure device situated, one to the right and one to the left of midline, subsequently dr. (B)(6) placed a cervical tenaculum and after cleansing of the vagina and cervix, placed a soft tipped balloon up catheter in the cervical canal into the uterus. There was some difficulty designing the contrast within the endometrial cavity. The uterus is slightly tipped lo the right but we are able to obtain satisfactory filling of the endometrial cavity, however. The fallopian tubes appear occluded bilaterally, and the essure metallic devices appear appropriately positioned impression; it appears that the fallopian tubes are bilaterally occluded by the essure devices. [Pathology test] on (B)(6) 2019: gross examination: left essure coil, and consists of a portion of a meatal coil that measures approximately 1.5 om in length and 0.2 cm in diameter. Both ends are uncoiled wire. There 1g a small amount of attached tan tissue on the coil, a detached portion of tan tissue is also received and measures 1,8 x 0.5 2 0,3 cm. This portion is sectioned revealing an additional fragment of the essure wire. The right cornu contains a 4 mm portion of metal protruding from the surface but is sovered by serosa. The endometrial tissue is soft and tan and contains a essure coil on the right side near the cornu that measures 2cm. The coil continues into the myometrium towards the cornu where it protrudes from the serosal surface. [Ultrasound pelvis] on (B)(6) 2019: endometrial thickness is normal. Right essure device centered at the right cornua.; on (B)(6) 2019: two essure devices are present. The left device was visualized on prior ultrasound. Localization of the device is uncertain based on radiograph. CT could be considered for further characterization, if appropriate. Lot number: b21581, manufacture date: 2013-04, expiration date: 2016-04. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.